Event description:
Paramedics used the unit to administer 3 countershocks to a pt diagnosed in cardiac arrest. The pt was described as cold and blue upon arrival of the paramedics. When the 4th shock was administered, a loud 'pop' sound was heard and the operator felt an electrical arc singe the hairs on his hand holding the apex paddle. The left leg monitoring electrode also became displaced from the pt's chest. The unit was used subsequently to administer another countershock with no other problems observed. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the continued use of the device and an assessment of the pt's lack of viability.

Manufacturer narrative:
Physio-control evaluated the device. Performance and functional tests were performed. The sync light on the defibrillator was observed to be non functional. During the remainder of the evaluation, the defibrillator was observed to operate properly. The alleged malfunction was not duplicated or confirmed. A slight purple glow was observed in the dump relay when the defibrillator was discharged. It was recommended to the customer that the main pcb assembly be replaced as a preventative measure. The customer chose to have the unit returned unrepaired.